Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer; however a photo was provided and a photo review will be performed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The product catalog number identified has not been cleared in the us, but is similar to the lifestent vascular stent system products that are cleared in the us.

Event description:
It was reported that approximately nineteen months after the index procedure, the patient¿s proximal sfa vessel was reportedly reoccluded. A revascularization was performed and the health care professional deemed it was successful. Reportedly, the patient has recovered and was discharged two days after the date of event.

Manufacturer narrative:
A manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been previously reported for this lot number. Investigation summary: evaluation of x-ray images from the day of the initial stent placement as well from the day the reported high grade re-stenosis was identified: based on the images provided, no indication was found that an irregular stent placement or a defect of the placed stent may be correlated to the reported in-stent restenosis. Therefore, the investigation of this issue is closed with inconclusive result. Potential factors that could have led or contributed to the event reported have been evaluated. However, a definite root cause for the event reported could not be identified. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently addresses this potential risk by indicating that arterial occlusion/ restenosis of the treated vessel is a potential adverse event that may occur. The correct deployment of the stent is sufficiently described as the IFU states: 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.'. The IFU also mentions balloon pre and post dilation: 'post stent expansion with a pta catheter is recommended.' And 'predilation of the lesion should be performed using standard techniques'. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately nineteen months after the index procedure, the patient¿s proximal sfa vessel was reportedly reoccluded. A revascularization was performed and the health care professional deemed it was successful. Reportedly, the patient has recovered and was discharged two days after the date of event.